Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank and white screen as well as flashes all the time and impossible to stop it. The customer's blood glucose level was unknown. The customer stated that the switch on and off all the time with audio alarm. Troubleshooting was not performed. Insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly. Unable to determine missing segments and partial display due to flashing white display.